Event description:
The customer reported that they were not using test strips to test the solution before use. The customer did not provide information regarding potential patient injury. Attempted to contact the patient to gather additional information but the customer was not available.

Manufacturer narrative:
.